Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the tines/lobes were extrinsically cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician nicked the insulation of the attempted left ventricular (lv) lead during catheter slitting and the lead dislodged. The lv lead was removed and will be replaced with an epicardial lead in the future. No patient complications have been reported as a result of this event.